Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the sterile water did not return well from the foley catheter. So, they refrained from using it. Per follow up information received via ibc on 21may2025, stated that there was no patient involvement.

Event description:
It was reported that during the pretest, the sterile water did not return well from the foley catheter. So, they refrained from using it. Per follow up information received via ibc on 21may2025, stated that there was no patient involvement.

Manufacturer narrative:
The reported event was confirmed. Visual (photo): the first photo was a top view of the 3-way catheter with return syringe. The second photo was a zoomed in view of the tip of the catheter with deflated balloon. The third photo was of the inflation cap confirming the catheter lot number ngjw2607. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngjw2607. Visual inspection noted no obvious observations. Using the returned syringe, deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only one (1) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling for this investigation. A review of the device history record was not able to be performed as the batch number is unknown. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.